Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. The time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad trace. The insulin pump was tested with a test keypad and no frozen screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.